Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedances (current value unknown). The latitude transmission report showed that the shock lead impedance trend shows measurements ranging between 73-124 ohms in the last 12 months, with no evidence of noise. A clinical specialist recommended further in clinic review. No adverse patient effects were reported. This lead remains implanted and in service.

Manufacturer narrative:
It was reported that another alert was triggered an out of range low voltage shock impedance (lvsi); however, the measurement was not available at the time of transmission. Review of the trended data showed measurements ranging between 91 ohms and 129 ohms in the last 6 months and implant lvsi was recorded at 66 ohms. Presenting electrogram was clean of noise and no events were recorded. Boston scientific technical services was consulted for further assessment. The lvsi average is approximately 100 ohms for the past 10 years. The recommendation was to continue monitoring the lead. Guidance is replacement consideration if average measurements exceed 150 ohms. The lead remains in service and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedances (current value unknown). The latitude transmission report showed that the shock lead impedance trend shows measurements ranging between 73-124 ohms in the last 12 months, with no evidence of noise. A clinical specialist recommended further in clinic review. No adverse patient effects were reported. This lead remains implanted and in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedances (current value unknown). The latitude transmission report showed that the shock lead impedance trend shows measurements ranging between 73-124 ohms in the last 12 months, with no evidence of noise. A clinical specialist recommended further in clinic review. No adverse patient effects were reported. This lead remains implanted and in service. Additional information: a good faith effort was submitted to the field to obtain additional information as to the status of this device/patient. The field representative was unable to provide any further information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedances (current value unknown). The latitude transmission report showed that the shock lead impedance trend shows measurements ranging between 73-124 ohms in the last 12 months, with no evidence of noise. A clinical specialist recommended further in clinic review. No adverse patient effects were reported. This lead remains implanted and in service. It was reported that another alert was triggered an out of range low voltage shock impedance (lvsi); however, the measurement was not available at the time of transmission. Review of the trended data showed measurements ranging between 91 ohms and 129 ohms in the last 6 months and implant lvsi was recorded at 66 ohms. Presenting electrogram was clean of noise and no events were recorded. Boston scientific technical services was consulted for further assessment. The lvsi average is approximately 100 ohms for the past 10 years. The recommendation was to continue monitoring the lead. Guidance is replacement consideration if average measurements exceed 150 ohms. The lead remains in service and no adverse patient effects were reported.